Event description:
Pt's dad reported the death of his daughter. Pt was on a different pump for 2-3 years, she was not new to ipt. She was on an animas pump for about 1 month and she was experiencing bg issues throughout the month. Dad reported that she was having issues with low bg periodically. He does not live near the daughter but has compiled a time line of the events leading to her death. Pt was last seen saturday (B)(6) 2011 night at her part time job, she left work at 7:30 pm. Her glucometer was reading bg 576 mg/dl. She presumably went home and in the glucometer the bg was tested roughly every 2 hours. The bg for the next 4-5 testings all read "hi." At 6 am, the last bg reading was noted. Dad stated that presumably she expired around 9-10 am on (B)(6) 2011. She did not show up for work on monday (B)(6). On tuesday (B)(6), dad was contacted that the pt had not been seen, he called the police and the police gained entry into her house and found her on the couch with pump still attached. Unk if pump was alarming. The coroner took the pump off and gave the pump to dad. Dad put the pump in a zip lock bag and still has the cart, tubing and infusion set to be returned with the pump. Dad agreed to return the pump and a copy of the death certificate and coroner's report. Death certificate stated cause of death was cardiac arrest due to complications of diabetes. Father stated that the pt had a horrible time with her diabetes but he never expected to see her die so young.

Manufacturer narrative:
Unomedical a/s did not receive any devices, and since the lot number was not available, the retained samples from the reserve lot could not be tested. Since we are not able to test and evaluate any devices the case will be closed, if new relevant info or if the device should come in our possession the case will be re-opened and if required a follow up MDR will be submitted.